Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. No image was produced when the unit was tested using olympus series 180 scopes; the cause was isolated to a faulty printed circuit board.

Event description:
A user facility reported to olympus that when a scope is connected to the processor, "the whole screen goes black." The problem, as reported to olympus, occurred on preparation for use. A delay, of unknown duration. Was reported to olympus. The intended procedure was completed using the same device. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The following were found during evaluation of the suspect device: failure to output the endoscopic images transmitted from an olympus 180 series videoscope . Malfunction in the patient board . Based on the results of the device evaluation, it is inferred that the endoscopic images transmitted from the 180 series videoscope were not displayed due to a malfunction in the synchronization circuit of the patient board.